Manufacturer narrative:
Refer to the following field for corrected information: d4 (model number). The d4, model number field has been updated from 400180-14 to 400180 to provide corrected information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mcs tip cover accessory has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. Part #400180 is an accessory and does not show in the logs. Therefore, the accessory log review of the product related to the complaint cannot be performed at this time. A review of the site's complaint history does not show any additional complaints related to this product. Review of the provided image performed by a rpms analyst is consistent with the reported event of a burned hole in the mcs tip cover accessory. The root cause of the failure mode cannot be confirmed without the returned product. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the mcs tip cover accessory had a burnt hole. No arcing was seen during the procedure, and no patient harm, adverse outcome or injury was reported. However, it is unknown what caused the mcs tip cover accessory to burn and if the failure were to recur, it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA. Device manufacture date is blank because there was insufficient product information available to determine the manufacture date. Recall is not applicable.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, a monopolar curved scissors (mcs) tip cover accessory had a burnt hole. The intuitive surgical, inc. (Isi) clinical sales representative (csr) stated that he was informed by the customer about the issue and was sent a picture of the suspect instrument. An isi technical support engineer (tse) viewed the system logs and no errors were noted. The csr also stated that the surgeon noticed the burned hole and instructed the staff to replace the suspect instrument. The staff swapped out the instrument with a backup and proceeded with the case with no further issues. The tse recommended that the customer return the suspect mcs instrument and the mcs tip cover accessory to isi for investigation. Isi followed up with the csr and obtained the following additional information: the csr was not present at the procedure and was notified by the robotics coordinator about the issue. The customer was using a grounding pad; no issues were noted. There was no pin gauge used to inspect the cannula. The mcs tip cover accessory was properly installed. No damage was noted on the instrument. The surgeon was at the beginning of the hysterectomy when the issue was identified. The customer was using an erbe with monopolar energy activated, but it was unknown if arcing was seen. The customer was using long bipolar grasper and prograsp forceps. There was no injury to the patient.